Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the bur completely dismantled during the procedure. The device was used as per the product manual using a handpiece in a rhinoplasty case. The inner shaft of the bur broke after 3 minutes of use. There was no device fragmentation since the breakage was internal. There was no delay in the procedure and there were no additional non-routine actions performed or required as a result of the event. The case was completed using a back-up device. There was no patient impact or injury.

Manufacturer narrative:
Analysis found that the inner shaft of the device broke 0.66¿ from the distal face of the inner hub. There were striations around the outside diameter of the break point which corresponds to the proximal end of the outer tube in the front hub. The inner hub washer had come off the assembly. There was no indication of device fragments and the breakage would have been contained by the outer tube and the handpiece. There were biological contaminants compacted in the flutes of the cutting tip. When viewed under magnification, the proximal end of the inner hub was worn down. If information is provided in the future, a supplemental report will be issued.